Event description:
Customer reportedly received results of lo and 378 mg/dl within 10 minutes on the active system. No low blood symptoms reported with these results. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.